Event description:
The following was reported to hamilton medical ag: patient placed on vent. Patient was initially not getting volumes. The volumes improved, however, vent kept alarming oxygen failure or low oxygen despite being plugged into wall oxygen outlet. A tank and two oxygen connections were used but it appears oxygen source is not issue as alarm continued. No information received about patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).